Manufacturer narrative:
(B)(4). Describe event or problem - correction "data was evaluated and the allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported."

Event description:
Data was provided for evaluation. A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause was determined to be low transmitter battery. The product was evaluated. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed and a failed transmitter error was not found within the investigation window the allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction "a review of the share logs was performed and a failed transmitter error was not found within the investigation window. The root cause could not be determined."

Event description:
A review of the share logs was performed and a failed transmitter error was found within the investigation window. The root cause was determined to be a low transmitter battery alert.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.